Event description:
It was reported that the customer's blood glucose level went up to 418 mg/dl. Customer went to bed fine but woke up with a high blood glucose level. Customer stated that they have a back-up plan with syringes. Customer treated for their high blood glucose level. Customer ran a manual prime and the insulin did exit. Customer then had a motor error alarm. Customer does not use the sensor feature on the insulin pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.